Manufacturer narrative:
The cause for the (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Us: the IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis b virus. Levels of anti-hbc may be undetectable both in early infection and late after infection." Ex-us: the IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results."

Manufacturer narrative:
Siemens filed the initial 1219913-2014-00226 on (B)(6) 2014. (B)(6) 2014 additional information: the customer provided printouts for the quality control. The hbc total negative control was in range but high on (B)(6) 2014 at 10:49 am with a result of 0.346 ( beginning of the run). The hbc total negative control was out high on (B)(6) 2014 at 1:49 pm and 2:59 pm with results of 0.576 and 0.735 ( end of the run). The hbc total assay was recalibrated on (B)(6) 2014 at 5:29 pm and the qc post calibration was in range. The hbc total negative control was <0.07. Further clarification was received for the patient sample results. The results for sample ID (B)(4) were actually reactive and when the sample was repeated on (B)(6) 2014 at 5:31 pm the result was nonreactive. Initial: 1.23 (reactive) repeat: <0.07 (negative) the cause for the discordant hbc total result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Ufsn (B)(4), rev. A (B)(6) 2014 and umdr (B)(4), rev. A (B)(6) 2014 for increased assay imprecision and a positive bias (increase in index values) in the low end of the assay with the advia centaur® systems hbc total (hbct), reagent lot 100064 were released informing customers of the issue. The increased imprecision and positive bias is observed with patient samples and negative controls and can result in an increase in false reactive results.

Event description:
A (B)(6) advia centaur xp hbc total result was obtained for a patient sample. The patient sample was repeated when the quality control was out of range at the end of the run. The result was (B)(6) for (B)(6) total. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) result.